Event description:
It was reported that this right ventricular lead exhibited loss of capture. It was believed that this lead was found to be dislodged. A revision procedure was performed, and the lead was unable to be removed. The decision was made to abandon this lead, and a new one was placed. No additional adverse patient effects were reported.